Event description:
On 23-mar-2026, it was reported by a sales representative via (B)(4) that a torpedo shaver blade broke into the knee while shaving off a piece of a failed sutureloc. All pieces retrieved and no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.